Manufacturer narrative:
The battery was returned to the manufacturer for evaluation. After a functional testing and visual/physical examination and it was observed that the battery was not holding a charge. The returned battery was connected to a known good uninterruptible power supply (ups) and allowed to fully charge before testing. The ups shut down after a few seconds. The batteries were replaced and a full system checkout was performed the system passed all tests. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was no longer holding a charge. The site plugged it in overnight and the system sill lost power instantly. No patient was present at the time of the event.